Event description:
Complianant alleged that the medics were pacing a pt (age and gender unknown), with the device set on 80ppm and 100ma, but the device recorder strip indicated that the ma was set at 56. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.